Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the implant of a 26mm sapien 3 valve in the aortic position, the balloon did not inflate. There was blood inside the atrion when pulling back the plunger. The valve was not deployed at all so the whole system was pulled back inside the e-sheath and safely removed from the patient. A second kit was opened and the second valve was implanted successfully. There was no consequence to the patient. The device was able to be successfully de-aired during device preparation, and there was no resistance/problems during valve alignment. The patient/s access vessel minimum luminal diameter was 6.8mm and was mildly tortuous and mildly calcified.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. During the pre-deco evaluation it was observed the delivery system balloon pumpkin was stuck at the sheath tip, the valve was on the inflation balloon, the distal balloon was bunched up, a crimp balloon tear was confirmed, and there were gouges at the flex tip. The investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference (b)(4.)

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During visual inspection it was observed that the crimp balloon was torn proximal to the inflation/crimp (I/c) bond, the distal end on inflation balloon was bunched with the valve on it, and flex tip gouges were observed. During dimensional analysis, the crimp balloon double wall thickness measurements were taken and found to be within specification. Due to the condition of the returned device (balloon torn) no functional testing relating to the complaint event was able to be performed. Since the delivery system was able to be successfully de-aired during preparation, the balloon was unlikely damaged out-of-box, and the damage likely occurred during the procedure. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and previously documented in a product risk assessment (pra), as per management discretion. The pra identifies increased alignment forces experienced during the procedure as a possible root cause for the balloon tear. If the physician performed the valve alignment process at a bend or angle, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Although it was reported that there was no problems during valve alignment, the flex tip gouges observed on the returned device can be indicative of valve diving, which can cause high alignment forces. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. It was noted in the case notes that a low level of tortuosity was present in the access vessel. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. There is insufficient information to determine a definitive root cause at this time, but it is possible that patient and/or procedural factors contributed to the reported event. During manufacturing, the crimp balloon was 100% inspected for the following: distal and proximal inner diameter, wall thickness, foreign matter, impurities, contamination, fisheyes, and gel spots. During balloon manufacturing, the inflation balloon is inspected for the following: the balloons are 100% inspected for wall thickness and visual defects, and balloons are sampled from the work order for burst testing and additional visual inspection. During manufacturing, the crimp balloon to inflation balloon laser bond was 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns. Balloon inspections are also 100% completed during balloon pleat, fold, and forming process. During manufacturing, the commander delivery system was 100% inspected by manufacturing and quality for the following: defects and cosmetic appearance under minimum 2.85x magnification, fine adjust function, rotate wing nut to locked position, rotate fine adjust knob until slider reaches full capacity, rotate fine adjust knob until slider is not visible, collet engagement (ability to lock), mechanical damage (e.g. Kinks, breaks), assembled device dimensional inspections, collet/shaft clearance to ensure that the collet does not interfere with the movement of the balloon shaft. Devices are 100% leak tested. Furthermore, all manufacturing lots undergo product verification (pv) testing on a sampling plan. During product verification testing, balloon burst pressure testing was performed. This work order met the statistical acceptance criteria. Additionally, under pv tensile testing, crimp balloon to inflation balloon bond tensile strength was tested. The work order met the acceptance criteria. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed for balloon torn, but no manufacturing non-conformances were found in the returned sample. A review of the relevant device history record (DHR), lot history and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint event. There is insufficient information to determine a definitive root cause at this time, but it is possible that patient and/or procedural factors contributed to the reported event. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the applicable trend category. Since no product non-conformances or IFU/training inadequacies were identified, no corrective or preventive action is required at this time.

Manufacturer narrative:
Although no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the control limit, further investigation was performed on the crimp balloon tubing and resin lots. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks, a CAPA is being updated.